Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a power on reset message and that therapy had turned off and reset to shipping parameters the day before the report. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported they truly did not know what led to the power on reset message however they were told the metal detectors at (B)(4) and/or (B)(4) could be the cause. The patient reported they went to their health care physician's (hcp) office and the nurse had to "totally reprogram" their device. There were no further complications reported/anticipated.